Manufacturer narrative:
(B)(4). Batch # t5dk7y. Additional information was requested and the following was obtained: what were the indications for the initial surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form with the first device used? No, both devices fired normally and donuts were full. What healthcare professional fired the devices and what is his/her experience with the device? First assist, she was very experienced, had been firing for many years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Device performed as usual. Were the donuts inspected? If so, please describe. Donuts were inspected and both devices exhibited full donuts. Was a complete transection of the white breakaway washer visually confirmed? No. Were there any issues noted with staple formation? If so, please describe the shape and location. Staples seem to be fully formed but leak did appear to be from staple line. What type of leak test was performed? Blue dye leak test. Was the staple line visualized endoscopically? No. Did the anastomosis pass the leak test after oversewing? No, colostomy was reinstated. Does the surgeon believe the leaks were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? He did not believe it was due to patient tissue or patient factors, he believes it was an issue with the device. Will the colostomy be reversed? No. What is the current status of the patient? He is ok, but still has a colostomy. Device evaluation summary: the analysis results found that the ecs25a device arrived with the anvil missing. Only the causing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the initial surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device or staple form with the first device used? What healthcare professional fired the devices and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. What type of leak test was performed? Was the staple line visualized endoscopically? Did the anastomosis pass the leak test after oversewing? Does the surgeon believe the leaks were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Will the colostomy be reversed? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy takedown the physician fired the device but noticed during the leak test an anastomotic leak. He used a second device with the same result. After attempting to oversew he decided to leave the colostomy in.